Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/18/2016 litigation alleges patient was revised to address friction wear causing amounts of toxic cobalt-chromium metal debris to be released into the tissue surrounding the implant.

Manufacturer narrative:
No changes to previous investigation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/13/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports elevated metal ion levels. The revision surgery notes report adverse tissue reaction, a large amount of corrosion and debris on the morse taper on the trunnion of the femoral stem. The surgeon was unable to remove the metal liner from the acetabular cup so the cup was removed as well. Metal ion levels provided were at reportable levels. Part/lot numbers provided. Updated liner/head/stem and added cup the complaint was updated on: 03/07/2017

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient claim received. Patient alleges "failed' hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: conclusion and justification status: the complaint states patient claim received. Patient alleges "failed' hip. A review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per wi 3430. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).